Event description:
It was reported that the patient presented with right ventricular lead vegetation. The vegetation was visualized with transesophageal echocardiography. The physician explanted the entire system ¿ pacemaker, atrial lead, and right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device or product.